Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was not working as expected. A physician stated that the patient's heart rate was very high and the ICD did not deliver a shock as expected. The patient was fine and the device remains in service. The patient will be evaluated at the next routine follow-up. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.